Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and another manufacture's device displayed low pace impedance measurements and p wave amplitude. The patient was seen for a revision procedure where the lead was surgically abandoned. There were no adverse patient effects reported.